Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blurry and frozen image issue could not be reproduced and a definitive root cause of the issue could not be determined, however, the issue was determined to likely be due to a faulty charged coupled device (ccd) unit. The event may be prevented by following the instructions for use section below: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope image went blurry and there was a freeze of image. There was a change of endoscope, and the procedure was finished as normal. The issue occurred during the diagnostic procedure. There were no reports of patient harm.